Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed for a white screen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.